Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient overall was not feeling well with av (atrial ventricular) dysynchrony. The right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited high thresholds. Both leads were capped and replaced with a new system implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ihp09b58 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported by the patient that they were upset with the cardiologist because the cardiologist did not replace wires at last dev ice changeout and now they need lead changeout. It was further reported from follow-up with the patient's clinic that the patient was seen in (B)(6) with symptoms of shortness of breath. It was found at that time that the atrial lead had oversensing and no capture. The lead was reprogrammed and remains in use. The nurse noted that at the time of the device changeout in (B)(6) the atrial lead was functioning fine and that is why it was not replaced. However, the patient was not happy about that and has cancelled the scheduled lead revision and has chosen to find a different physician. No patient complications have been reported as a result of this event.